Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the right ventricular (rv) lead had dislodged. It was noted that an ultrasound revealed a pericardial effusion and perforation. The rv lead was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.